Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when the procedure was successfully completed, upon removal of the stiff lunderquist guide wire, the wire got caught on something and started to fray. The fraying occurred only upon removal in the left external iliac artery. Multiple attempts to drive a catheter over the wire were attempted. This finally captured the floppy tip of the wire and they successfully removed it.